Event description:
Customer called to report the insulin pump wasn't holding a charge and frequent battery changes. Blood glucose reading was unknown at the time of the call. Found multiple alarms in the history file. Noted that the date and time on the insulin pump were incorrect. Customer refused troubleshooting and will speak with health care professional. The customer requested a replacement insulin pump. Advised that a continuation of therapy insulin pump can be sent. Customer refused and will consult his health care professional first. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.